Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l41568, implanted: (B)(6) 1997. Product type: catheter. (B)(4).

Event description:
It was reported the pump was replaced and they moved the pump pocket. The patient was tiny and had lost weight. Additional information has been requested but was not available at the time of this report.